Manufacturer narrative:
Device was returned to the manufacturer: the mustang balloon catheter was visually examined, and it was identified that the balloon was not folded which indicates that it was subjected to positive pressure. A longitudinal tear was discovered in the balloon material. No other damages or issues were noted during the analysis. This concludes the investigation.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the target lesion located in an arteriovenous fistula. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No complications were reported, and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the target lesion located in an arteriovenous fistula. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No complications were reported, and the patient condition was stable.